Event description:
The md had difficulty inserting the iab into the hemostasis valve. The hemostasis valve leaked more than usual. "Multiple event to initial complaint number 96-00082."

Manufacturer narrative:
Section f was also completed by the manufacturer if no medwatch form was received from the initial reporter or product user.the iab with serial number r1514816 was returned for evaluation with the membrane noted to be completely folded. A clear, 10 french, 6 inch hemostasis valve assembly was also returned, but it was separate from the iab catheter. Kinks were noted in the sheath. Visual examination revealed that the returned blue dilator was present through the hemostasis valve. Blood was noted on the exterior of the sheath/clear hemostasis valve assembly. The i.d. Of the sheath and the o.d. Of the catheter were measured and found to be within co's manufacturing specifications. A sheath/sheath hub leak test was performed on the assembly according to co's manufacturing specifications. The assembly was verified to be within specification. Using a laboratory iab, the sheath/hemostasis valve assembly was leak tested in order to determine if the valve assembly prohibited the back flow of water through the valve gasket into another device. Again the assembly passed this leak test. When the hemostasis valve asssembly was tested with just a laboratory guide in place through the valve assembly, leakage did occur. A 60 cc vacuum was pulled on the folded membrane using a laboratory syringe and a one-way valve. With the vacuum maintained, the folded membrane easily passed through the returned sheath/hemostasis valve assembly without difficulty. Probable cause of difficulty: laboratory examination of the returned iab and sheath/clear hemostasis valve assembly found no defects. It was not possible to verify the reported difficulties during laboratory examination. In general, difficulty advancing the iab into the sheath/hemostasis valve assembly may be attributed to one or more of the following: the user may have not drawn a sufficient vacuum on the balloon during its removal from the blister tray. If drawn, a vacuum may have not been maintined throughout the insertion procedure. During the insertion and advancement of the sheath, the sheath may have hit the opposing wall of the artery causing it to kink. The pt may have had a severe vessel tortuosity resulting in poor balloon insertion and advancement into the sheath. During iab insertion, the balloon tip may have hit the opposing wall of the artery as it exited the end of the sheat. The catheter and /or inner lumen kinked during insertion if the balloon was not supporter by a guide wire. The catheter was held too far back from the site of insertion. Since no additional information was provided when the device was returned to co for examination, it is not possible to determine the exact reason for the reported valve leak. Laboratory examination of the valve revealed no leaks when the catheter was present, but examination of the valve with just the guidewire present did reveal a leak. This leak was due to the fact the valve gasket became over-stretched because of the presence of the blue dilator and tubing.